Manufacturer narrative:
This report is submitted on may 25, 2017.

Event description:
It was reported that the patient underwent revision surgery to reposition the implant (date not reported). Additional information was requested but not made available as of the date of this report, (B)(6) 2017.